Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth and recurrent infection at the abutment site. The patient was administered general anesthesia to facilitate an abutment removal in (B)(6) 2015 (exact date not reported); during the same procedure, debridement of the bone was performed. Antibiotic irrigation was use and intra venous antibiotics were administered. The wound was closed and left to heal. On (B)(6) 2015, the patient underwent another procedure to access the existing fixture and place an internal magnet. During the procedure, the patient was administered intra venous antibiotics. The implanted device remains.